Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that a leakage was noticed in the PICC line. Line was in patient since (B)(6), went for check up in the hospital at radiology dept because the line wasn't working properly. Radiology checked with contrast fluid and noticed a leakage. Line was removed and new line was placed (new PICC over the wire)

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. Usage residues were observed throughout the sample. The 4cm and 5cm depth markings were partially worn. A partially circumferential split was observed between the 4cm and 5cm depth markings. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a leak was observed emanating from the site of the aforementioned split. The sample kinked preferentially at the leak site during manual manipulation. Microscopic inspection of the sample revealed material buckling and surface wear in the vicinity of the split. The fracture surfaces curved inward. A second longitudinally aligned split was observed during sample manipulation. The catheter exhibited an elliptical cross-section in the vicinity of the split. The buckling, surface wear, inward curving fracture edges, elliptical cross-section and preferential kinking were consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that a leakage was noticed in the PICC line. Line was in patient since 26th january, went for check up in the hospital at radiology dept because the line wasn't working properly. Radiology checked with contrast fluid and noticed a leakage. Line was removed and new line was placed (new PICC over the wire)